Manufacturer narrative:
(B)(4)

Event description:
It was reported that a broken cannula occurred. The sensor was inserted into the arm on (B)(6)2021. The product was evaluated. An external visual inspection was performed and passed. Based on visual inspection, we are unable to perform an investigation on the allegation due to a missing applicator. The reported event of a broken cannula could not be determined. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken cannula occurred. The sensor was inserted into the arm on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.